Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the procedure room due to lead dislodgement. The left ventricular lead was explanted and replaced. During implant of the new lead, stylet was stuck in the lead and upon removal, lead body was damaged. The lead was not used and replaced with no complications. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.